Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, that the 8mm medium-large clip applier instrument was not working. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive has received the medium-large clip applier instrument associated with this complaint and completed investigations. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken where it meets the proximal clevis at the distal end. A piece measuring proximately .215¿ .036¿ was not returned with the instrument. The root cause of broken instrument main tube is typically attributed to the user. Additional observation not reported by site that is related to the primary failure: the instrument was found to have a dislodged proximal clevis. Root cause of this failure is attributed to user.